Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an occlusion error during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'always reads occlusion-occlusion error.' Was not reproduced. Evaluation inspected the device but the device could not be sent to flow line to perform a downstream occlusion test due to a reload set message when a set was loaded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor calibration out of specification. The force sensor requires calibration and the input/output printed circuit board ( I/o pcb) requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.